Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 118 mg/dl. Additionally, the battery gauge was observed to be fluctuating. No additional information was provided. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. The alleged battery issue was verified; however, the alleged insulin gauge issue could not be verified.